Event description:
The manufacturer received information alleging throat that stings, coughed related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 28, 2022 and section h11 should be reported as: the manufacturer previously received information alleging throat that stings, coughed related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the device was corrected. Sections d8, d9, h2, h3 and h6 has been updated in this report.